Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 592 mg/dl while wearing the pod. Symptoms reported include hyperglycemia. The patient also reported that the pod had blood in the cannula. The patient was treated with 10 units of insulin via syringe. The patient reported unrelated to this event, they took allergen medication and zetia which they were prescribed to take two times a day for two weeks. The patient was released the following day. The patient removed the pod before they went to the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.